Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 5.3 inr. The result from a venous draw tested in a laboratory using dade innovin was 3.52 inr. The patient believed the meter result was inaccurate. The meter result was not reported to the doctor treating the patient. The patient was not adversely affected and no treatment was given. The patient's normal range was 2.0-3.0 inr. The patient was not anemic, was not suffering from an autoimmune disease, renal or liver insufficiency, and had no antiphospholipid antibodies. The patient had no heparin therapy or direct thrombin inhibitors. The suspect meter and test strips were requested to be returned. Replacement meter and strips were sent. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.3 inr and 2.4 inr. Donor hct: 44% and 43%. Donor 1: master lot / customer strip and meter = 3.3 inr and 3.3 inr. Donor 2: master lot / master lot= 2.3 inr and 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred and the returned and retention material met specification. Relevant retention test strips (lot 119118-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.